Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The customer was unable to finish troubleshooting at the time of the event. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.